Event description:
It was reported that right ventricular lead perforation occurred. The patient had a mustard procedure in the past. The lead was explanted with no issues and patient device was programmed aair. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.